Manufacturer narrative:
Investigation of returned guidewire revealed core wire broken at 25mm, coil wire broken at approx. 31mm from tip end respectively. Sem observation revealed that the core wire was broken after excessive rotation to clockwise direction, coil wire broke apart due to twisting force after coil elongation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. It is inferred distal end of the guidewire was trapped in the cto lesion, where rotational manipulation was consecutively applied and the rotational force was accumulated to the guidewire, resulting the core wire and the coil wire breakage when the accumulated force exceeded the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the device being bent or trapped while operating the device in the blood vessel or removing it, do not move or torque the device. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the device is moved excessively, it may break or become damaged, which may...result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do no torque continuously in the same direction. This may cause the guide wire to become damaged or break apart,...leaving fragments inside the vessel. When torquing the guide wire rotate it clockwise and counterclockwise alternately. Do not exceed tow rotation (720 degree) in the same direction. Blood

Event description:
To treat the cto lesion at anterior tibial artery, subject guidewire was advanced to the lesion, however it was trapped in the lesion due to heavy calcification and tip breakage was noted. Separated fragment was confirmed berried in the lesion, so that it was kept left in the anatomy at the physician's discretion.